Manufacturer narrative:
Concomitant medical products: lpg1510 10x15cm lp progrip flatsheetmsh (product ID lpg1510; lot#: pqf1107x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a bilateral inguinal hernia. It was reported that after implant, the patient experienced recurrence. Post-operative patient treatment included revision surgery.